Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced intermittent low blood glucose (bg) levels reaching 54 mg/dl. Reportedly, the customer's health care professional recommended the target bg be adjusted. Customer addressed low bg levels with glucose tablets. The customer is working with their health care professional on adjusting the target bg.